Manufacturer narrative:
Philips service replaced defective power supply (pd. Scomp.dcps_24v_12v_5v, pd. Scomp.fuses) and restored functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that geometry movement issue caused by defective power supply on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.